Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during burring of the tibia. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding anspach power failure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 123 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding anspach power failure. There were only 4 other reported events (actions (B)(4)). Conclusion: the session data from the case was reviewed. An analysis of the anspach, tibia tracker, and velocity traps was completed. Based on the analysis, several tibia-tracking warnings may have contributed to the failure of anspach power. According to gsp128207, the anspach hardware has been replaced. The data at this "tiem" shows the rio operated as expected. No system defect or malfunction is suspected. There have been no other related reported events from the site.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during burring of the tibia. The case was successfully completed and there was no harm to the patient.